Manufacturer narrative:
Examination of the returned device confirms the rim is fractured. Significant scratching and gouging is apparent on the trial. This would indicate that the item was handled roughly, and/or was "in service" for quite a length of time. The root cause has been attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial tibial insert was being used and when the surgeon attempted to remove it a piece of the plastic broke off.